Manufacturer narrative:
It was found that the customer centrifuges patient samples for 5 minutes at 5100 rpm, which is too short and too fast according to manufacturer instructions. Calibration was last performed on 09-nov-2023. The alarm trace showed calibration and incomplete calibration alarms. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The na and cl electrode lot numbers and expiration dates were not provided. The customer stated that their qc recovery data was acceptable. The field service engineer (fse) found that the mixing vessel was dirty and the vacuum nozzle was not completely emptying into the vessel. The fse cleaned the mixing vessel and adjusted the vacuum nozzle. A precision test, calibration, and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 3 patient samples on a cobas pro ise analytical unit. The doctor questioned the initial results which prompted the customer to repeat the samples. For sample 1, the initial na result was 162.2 mmol/l and the initial cl result was 120.9 mmol/l. The sample was also repeated on another analyzer and the repeat na results were 140.6 mmol/l and 138.2 mmol/l and the repeat cl result was 104 mmol/l. For sample 2, the initial na result was 149.8 mmol/l and the initial cl result was 111.2 mmol/l. The repeat na result was 134.8 mmol/l and the repeat cl result was 99.8 mmol/l. For sample 3, the initial na result was 153.0 mmol/l. The repeat result was 143 mmol/l. The repeat results were deemed correct.